Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the ER due to her tubing becoming detached. The patient was initially woken up from a deep sleep due to a low blood glucose event. The patient was in a full body sweat. She treated with 12 ounces of orange juice and went back to sleep. When she woke up she began to feel sick. Her blood glucose exceeded 600 mg/dl. She experienced thirst, nausea, dry-mouth, and frequent urination. The patient treated with a 10-unit syringe injection. Her friend took her to the ER. The patient's blood glucose was 300 mg/dl when she arrived to the ER. The staff treated her with a two-unit insulin shot. It was discovered that her infusion set tubing became detached. The patient's most recent blood glucose value was 171 mg/dl. Troubleshooting was declined for the hypoglycemia and hyperglycemia. The insulin pump was not returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Called the customer for additional information. The customer stated that she could not recall how long she was off the pump, but confirmed that it was within a 12 hour period. The customer had no further information, and required no further assistance.